Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high pressure during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. Investigation consists of an evaluation of the ventilator¿s log screen-shots and information from the hospital that were received. The hospital did not requested service. No parts were exchanged in the machine. The received log screen-shots confirm that there are clinical alarms for high pressure, expiratory minute low, paw (pressure air way) high alarms on the event date. According to the information received from the hospital, the event was caused by a clogged bacteria filter in the patient's circuit during the usage of nebulizing function. The user¿s manual states that ¿during nebulization, carefully monitor the airway pressure. Increased airway pressure could result from a clogged filter. Replace the filter if the expiratory resistance increases or after maximum usage time according to filter specification, whichever comes first.¿ based on the given information our conclusion is that the ventilator worked as expected and detected the condition and provided expected corresponding alarms to notify the user. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).